Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: no product or photo was returned by the customer. The customer complaint that IV antibiotic secondary bag was found empty quickly after infusion started and rn could see it flowing into the primary infusions bag could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced flow issues. The following information was provided by the initial reporter: material no: 2426-0500 . Batch no: unknown (provided 21013160 but is invalid) . It was reported that IV antibiotic secondary bag was found empty quickly after infusion started and rn could see it flowing into the primary infusions bag. Date (03/23/2021). IV antibiotic hung as a secondary. Secondary bag found empty quickly after infusion started, rn could see it flowing up into primary infusion bag.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced flow issues. The following information was provided by the initial reporter: material no: 2426-0500 batch no: unknown (provided 21013160 but is invalid) it was reported that IV antibiotic secondary bag was found empty quickly after infusion started and rn could see it flowing into the primary infusions bag. Date (03/23/2021). IV antibiotic hung as a secondary. Secondary bag found empty quickly after infusion started, rn could see it flowing up into primary infusion bag.